Manufacturer narrative:
The date of the event is estimated as (B)(6) 2016 as it was reported the event occurred in the last 4 weeks prior to the reported event on (B)(6) 2016. Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of the lot was performed. In-house testing on strip lot k382423 met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The following variance between the inratio inr result and the laboratory inr result was reported via telephone call on (B)(6) 2016 on a patient in (B)(6). The event occurred in the prior four (4) weeks to report but the exact date was unknown. Results are as follows: inratio2 inr: 2.0, laboratory inr: 1.62. The time between all testing and the therapeutic range was unknown. There was no reported adverse patient sequela and no additional information was able to be provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)

Manufacturer narrative:
Correction: additional MFR narrative should remove "a root cause could not be determined from the information provided by the customer" and state "no problem was found."